Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned approximately 5 mm below the landing zone. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the ballooning at the level of the seal zone. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed with the information available. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. Based on the description of the event, it was noted that the outersheath was not completely retracted during the initiation of polymer fill, leaving the aortic body graft legs constrained within the outer sheath, which may have placed undue pressure on the stent graft fill channels; however, this could not be definitively confirmed without a review of the device which remains implanted. The stent graft movement in conjunction with calcification and short segment dissection at the proximal neck likely contributed to the proximal loss of seal and type ia endoleak. The patient was discharged one day post implant with a persistent type ia endoleak, with plans to intervene at a later date. Procedure related harms included: occlusion of the left common femoral artery immediately post implant, with an unplanned endartarectomy and bovine patch repair; acute on chronic renal failure with congestive heart failure one week post implant. There has been no reports of further negative patient sequelae. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.